Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Implanted: na. Explanted: na. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon reported he noticed a 13.2mm vticm5_13.2 implantable collamer lens, -11.0/+3.0/091 (sphere/cylinder/axis) was torn/broken when opening the vial and grabbing the lens with forceps. There was no patient contact with the lens. Another same model/length lens was implanted and the problem was resolved. The reporter indicated the cause of the event was unknown.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found a piece of the lens optic and one haptic torn off and missing. (B)(4).

Manufacturer narrative:
UDI # corrected from unk to n/a. Initial reporter name and address: incorrect doctor name reported in initial MDR corrected. Claim#: (B)(4).